Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The customer stated she experienced nausea, vomiting and dehydration prior to the hospitalization. The infusion set was changed a couple of days prior to the hospitalization and the customer stated she uses the sets for three to four days. It was explained to the customer that the infusion sets should only be used two to three days. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test the programming was correct.